Event description:
It was reported that the lead exhibited noise on the stored electrograms. The noise was reproducible, and triggered 5,360 noise reversions since the last follow-up in (B)(6), 2010. In (B)(6), noise was not reproducible, but there were a few hundred noise reversions. The patient reported feeling dizzy since the last follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.